Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. One (1) used sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of leaking between the cross spike and the tubing line (cross-spike detachment). An investigation has been initiated for cross-spike leaks/detachment in order to determine the root cause of this device failure. This device failure will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the tubing is leaking at the location of the adapter connection.